Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and a loss of stimulation sensation following an unrelated medical procedure. Electrocautery was used during that procedure. The programmer was working as expected. The pt's status was listed as fair. Add'l info was requested.